Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer reported that they were changing out their batteries and the insulin pump was not turning on. Customer stated that the battery cap contacts were damaged. Customer's blood glucose reading at the time of the call was 300 mg/dl and has treated with a manual injection. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.